Event description:
Alleged when attempting to engage the brake, the brake pedal pops back out of the brake position.

Manufacturer narrative:
The technician adjusted the brake casters to repair the bed.